Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer's blood glucose was 373 mg/dl. The customer was assisted with programming the pump. During troubleshooting for under delivery of insulin, the infusion set had a bent cannula when removed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.